Event description:
A customer reported that on (B)(6) 2011 erroneous, elevated magnesium (mg) results and/or suppressed triglyceride (tg) results were generated on a unicel dxc 800 synchron system for two patient samples. Beckman coulter inc. Assessment of customer supplied data indicated that erroneously elevated mg results, above the normal reference range, were generated for two patients on (B)(6) 2011. Additionally a suppressed tg result with blank absolute high instrument flag was generated for the second patient. The customer was not questioning any other chemistry results provided for these two patients as part of this event. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on another instrument, both patient's mg results recovered within the chemistry's normal reference range, were regarded as valid and reported out of the laboratory. Additionally, patient two's repeat tg result recovered with a numeric result above the chemistry's reference range. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument mg and other chemistry quality control (qc) results during the time frame of the event recovered outside the customer's established specifications. There were no calibration failures or system error messages posted during the timeframe of this event. The samples were serum samples.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 in regards to this event. The field service engineer (fse) executed a carryover performance verification test and found the vacuum not working on the wash tower. The fse cleaned out the port, and replaced and washed three cuvettes. The fse replaced the cartridge chemistry sample probe and wash collar. The fse replaced the glucose and lactate dehydrogenase tub. Upon completion of the necessary repairs, quality control assessments were performed with acceptable results. The instrument was returned back into operation. A definitive root cause has not been determined to date.